Manufacturer narrative:
This report was submitted in error. There were no product performance issues with this right atrial (ra) lead.

Event description:
This report was submitted in error. There is no allegation against the right atrial (ra) lead that was capped, as the related device (pg) was replaced with a single chamber device. The right ventricular (rv) lead remains implanted. The explant of the related device (pg) was reported under record #(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned (capped) due to an unknown reason. No additional adverse patient effects were reported.